Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, upon sensor insertion it was noticed that the sensor wire was missing from the applicator. The sensor wire was attempted to be inserted at the abdomen on (B)(6) 2015. No additional event or patient information is available.